Event description:
A report was received on 25 jun 2024 from a 50-year-old male patient with a medical history including end stage renal disease, who stated blood was observed leaking from the cartridge during a home hemodialysis treatment on (B)(6) 2024. There was no report of medical intervention.

Manufacturer narrative:
The cartridge was not received for evaluation. Evaluation of the provided photo showed evidence of blood outside the extracorporeal circuit with no conclusive findings to definitively identify the source of the leak. A device history record (DHR) review was conducted for the reported lot number and confirmed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections." All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.